Event description:
It was reported that during radius surgery, the surgeon used the cross connector. When the surgeon tightened the screw of the connector, the tip of driver broke. Therefore the surgeon changed the connector to xia3 connector.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; material analysis. Results: the radius cross connector plug driver was returned and confirmed to have a fractured tip. The breakage occurred during surgery while fastening a radius cross connector to a 5.5 mm rod and resulted in a 3 minute surgical delay. There were no adverse consequences as a result of the reported product issue. Analysis of the returned instrument confirmed the driver fractured through ductile overload in torsion. The manufacturing records for lot# 131091 were reviewed and there were no relevant manufacturing anomalies identified. The cause of the overload is multifactorial in nature and most likely involves the amount of torque applied to the driver, the loading geometry, and mechanical environment of connector-rod assembly. Conclusion: analysis of the returned instrument confirmed the driver fractured through ductile overload in torsion. The cause of the overload is multifactorial in nature and most likely involves the amount of torque applied to the driver, the loading geometry, and mechanical environment of connector-rod assembly.

Event description:
It was reported that during radius surgery, the surgeon used the cross connector. When the surgeon tightened the screw of the connector, the tip of driver broke. Therefore the surgeon changed the connector to xia3 connector.